Event description:
It was reported that the device got hot and not working properly. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller seem to overheat or show any signs of inadequate performance, while activating a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there could have been a power surge which could have caused the subject controller to overheat, or the exhaust fan at the rear of the subject controller might have been obstructed by a wall or another piece of equipment in the operating theatre, thus not allowing sufficient airflow through the subject controller, electrode wear on the used wand which could lead to diminished functionality, insufficient saline flow to the surgical site, using an improper power cord or improper extension cord, or a loose power connection, an issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.